Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, impedance was observed on the rv lead. Programming changes were made. Patient was stable before, during and after the event.